Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.

Event description:
Patient reported at check in pain, inflammation, discomfort, discolored, jaw discomfort and sensitivity. They believe was improperly approved and administered despite significant contraindications¿specifically, a diagnosed class iii malocclusion and temporomandibular joint disorder (tmj). This is a contraindicated patient for crowns.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.